Event description:
It was reported that sheath detachment occurred. A 9x60x120mm and a 9x60x75mm epic iliac stents were successfully deployed. However, during removal of the stent from the sheath, the physician noticed that the inner sheath on one was intact and still on the wire and was removed over the wire from the body. The second one was intact and was removed from the body as one piece. It was noticed after removal that it was starting to separate. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the epic was returned to boston scientific for analysis. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. The device batch number is a match to the complaint batch number. Visual inspection showed the inner sheath is still attached to the outer shaft. The inner sheath was gently tugged and did not separate from the device. Flattening of the inner sheath was measured at 2.2 cm and 5.4 cm from the distal tip. X-ray of the handle found no damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that sheath detachment occurred. A 9x60x120mm and a 9x60x75mm epic iliac stents were successfully deployed. However, during removal of the stent from the sheath, the physician noticed that the inner sheath on one was intact and still on the wire and was removed over the wire from the body. The second one was intact and was removed from the body as one piece. It was noticed after removal that it was starting to separate. There were no patient complications reported.